Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our (B)(4) affiliate, while prepping a 29mm novaflex+ (nf+) delivery system (ds), a leak just distal to the balloon was noticed while flushing and de-airing the device. The ds was discarded and a second ds was successfully prepared and used for the tavr procedure. Upon inspection, a small hole was noticed just below the balloon of the nf+ catheter.

Manufacturer narrative:
Additional information. The device was returned to edwards lifesciences for evaluation. During visual inspection, a v-shaped cut was noted at the crimp balloon. Functional testing could not be performed due to the gross leak caused by the v-shaped cut. Dimensional testing was performed on the returned device. The double wall thickness of the crimp balloon was measured. All measurements meet the double wall thickness specifications. DHR review did not reveal any component issues that could have contributed to this event. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. The complaint of the balloon leak was confirmed, however, no manufacturing non-conformances were found in the returned sample. Although the balloon cover was not returned, comparison to a sample device showed that the location of the cut is where the end of the scored section of the balloon cover would be. Available information suggests that procedural factors (possible damage to the device during removal of the balloon cover) may have contributed to the event. Since no labeling, IFU/training inadequacies have been identified, no corrective or preventative action is required.